Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned an error alarm. Customer also reported that the drive support cap was sticking out. Blood glucose level was 189 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Pump received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Pump unable to prime during prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. No compromised force sensor system alarm noted. Pump passed displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.